Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had maintenance require code #1. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). Contact person phone number: (B)(6). A getinge field service engineer (fse) evaluated the unit and found that maintenance required code #1 error. Fse reset all connections of front end pcb and performed all  functional test. Unit passed it all successfully. Fse observed machine for half hour on demo catheter, found working okay and unit returned to customer for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had maintenance require code #1.